Manufacturer narrative:
Submit date: 1/10/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2018, service found there was no audio. When the unit was powered on, there was a faint chirp but the unit did not alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no audible alarm.¿ the unit was triaged and the cus tomer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.